Event description:
Customer's mother reported via phone, the buttons on the insulin pump are unresponsive and aren't working. Customer's blood glucose was unknown at the time of the event but the most recent was 50 mg/dl, treated with food. Customer's mother doesn't recall any significant events which may have led to the keypad anomaly. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device so it will undergo further analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to an unlocked keypad connector. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.